Event description:
The customer reported to beckman coulter (bec) that approximately 5 ml of a clenz and blood leaked from the coulter lh 500 hematology analyzer. The leak was not contained within the analyzer, fluid had leaked out onto the counter. The customer was troubleshooting an issue with aspiration errors when the leak was discovered. The customer was not able to locate the leak source. The operator was wearing personal protective equipment, consisting of gloves, a laboratory coat and glasses. The operator did not come into direct contact with any of the fluid. There was no biohazard exposure to mucous membranes or open wounds. The customer was using their other analyzer since this one was down until the leak can be repaired. No erroneous results were generated as a result of this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(6) 2013. The fse stated that customer had resolved the issue prior to his arrival to site. Per customer, there was a clot aspirated in primary mode that clogged the needle, causing the bellows to overflow. The customer performed needle bleach procedure and an extended shutdown. The fse reported no issues were observed upon arrival. The fse ran a startup and specimens with no issues. Failure mode was attributed to a clot in the needle aspiration pathway. However, the instrument generated aspiration errors alerting customer to an instrument problem. (B)(4).